Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead exhibited high thresholds in several placement locations. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.